Manufacturer narrative:
Device was returned to manufacturer for analysis. Engineering analysis: upon receiving the explanted devices at orthopediatrics in warsaw, in, the devices were cleaned and sterilized. The devices were photographed and analyzed. Polyaxial joints move freely and had no obvious signs of wear. The device fracture at the midpoint of the pole was analyzed. The fracture plane was most worn smooth and features indicating exact fracture mode were not able to be seen. Slight wear was observed inside the body. These features indicate that the device remained implanted for some time post fracture. There were no obvious manufacturing or design defects which contributed to the failure.

Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: patient #710 index procedure was performed on (B)(6) 2022. According to the reporter, "the implant was fully extended in the initial implantation. The apifix screw was placed at a suboptimal angle. The patient reported that the implant began squeaking and subsequently broke. No trauma was reported." It was further noted that during the index procedure the measurement was between 115 and 125 mm so the surgeon chose the 115mm implant. The full extension was only recognized after the final distraction. On (B)(6) 2023 apifix was notified that patient #710 underwent revision surgery due to 'hardware breakage', during which the apifix distal screw was moved from l4 to l3 and a new mid-c 115 was implanted. Post-op (revision) x-rays show that the implant has room for extension. Apifix followed up with the surgeon for additional information which was provided. According to the surgeon, 'during the (index) procedure there was hyper lordosis of the lumbar which couldn't be corrected decreased during patient positioning. It was a very flexible curve and couldn't fit in the 125mm at the point of implantation, only the 115mm. (The surgeon) knew that he was likely going to over distract due to this and once implanted, didn't want to attempt to replace the implant as it would be difficult. (Surgeon) chose to continue with the 115mm. The patient was large and active, and despite recommending the patient to limit exercise/sports, he (surgeon) suspects that the patient may undergo rigorous sports and that due to the full distraction that the implant may fail. On revision, with the curve still flexible, he decided to move the distal screw up one level with a new 115mm implant and extender with the existing pedicle screws remaining in place." Risk assessment: implant breakage can result from trauma, practicing contact or high demand sports, hyper-kyphosis, inserting the pedicle screws in a wrong trajectory which locks the poly-axial joints, not working according to the surgical technique (e.g., minimally invasive approach and/or not using the trial tool properly). The risk for breakage due to the above increases when the implant reaches its maximal elongation. Reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of broken rod has been assessed and found to be acceptable the current implant breakage rate due to any reason is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment. Apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 apifix was notified that patient is undergoing revision surgery due to hardware breakage.